Manufacturer narrative:
(B)(4). The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and had sticky flap lift that resulted in a torn flap. The entire hinge torn, leaving the flap unattached. Doctor was able to complete the treatment and replace the flap into position, using a bandage contact lens (bcl) to secure it. The patient was seen on (B)(6) 2019 and was seeing 20/40 uncorrected visual acuity (ucva).

Manufacturer narrative:
In initial report, the manufacturer date provided was inadvertently reported as 04/30/2007, however the correct date is 05/25/2007. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.